Manufacturer narrative:
Per the customer, no products will be returned to bd for investigation and no patient information will be provided.

Event description:
It was reported that the device was not holding charge. The battery was replaced. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
Device history: ¿ a review of the device history record showed the device had a manufacture date of 12aug2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. ¿ a review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the device was not holding charge was not determined because no product or device logs were returned. The reported issue that the device was not holding charge could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes. No product returned.

Event description:
It was reported that the device was not holding charge. The battery was replaced. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.